Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned deployed within microcatheter. The subject stent was found to be deployed/stuck inside the proximal end of the microcatheter. The subject stent was found to be deformed. The subject stent delivery wire (sdw) and stent introducer sheath were not returned. A functional test was unable to be performed as the subject stent had been prematurely deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during transfer was not confirmed during the analysis, however the subject stent was found to be deployed within the microcatheter, it is probable that the subject stent was perceived to have been deployed during transfer, however the subject stent transfer had been completed as the subject stent was deployed within the microcatheter shaft, therefore the stent deployed prematurely during use. The reported event can be confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu and the device was confirmed to be in good condition prior to use on the patient. The subject stent was returned, and the subject stent was found to be deployed within the microcatheter, during use, rather than during transfer; it is probable that the subject stent was perceived to have been deployed during transfer. The reported event can be confirmed. The subject stent was also noted to be deformed. It is probable that the subject stent may have been deformed during the transfer process, causing the subject stent to prematurely deploy within the proximal end of the microcatheter. An assignable cause of procedural factors will be assigned to the as reported code stent deployed prematurely during transfer and the analyzed codes stent deployed prematurely during use and stent deformed, as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that subject stent was prematurely deployed during transfer into microcatheter. Procedure was completed successfully and there were no clinical consequences to the patient reported as a result of this event. The subject stent was returned for analysis and the device investigation revealed that the subject stent was found to be deployed within the microcatheter during use.